Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory mgr (tm) was unable to duplicate the reported issue of laser stopped firing, however, a review of the surgery database identified the event as reported. The tm completed a successful system verification to specifications. No parts were replaced or returned for this reported issue. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.

Event description:
A tech reports the laser stopped firing during surgery, but the surgeon was able to continue and finish the treatment. The tech also reported the surgeon stated the pt was not harmed or injured by this event.